Manufacturer narrative:
E1: initial reporter establishment name: (B)(6) hospital (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during set up of an unspecified procedure the aspiration needle was fractured. The procedure was completed with an olympus back-up device. No patient harm was reported.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.